Event description:
On (B)(4) 2012, global pharmacovigilance (gpv) received the following information: the wife of the home patient called for delivery of a new homechoice cycler for the patient. While on the call, she mentioned that her husband is now in the hospital, and that the doctor said he has peritonitis and will be in the hospital for a few days (3-5 days). According to the wife, the doctor said that his trouble with the machine the day before may have been related to the infection. On (B)(4) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event and the following information was obtained: on an unknown date, the patient began peritoneal dialysis (pd). On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient was hospitalized for peritonitis. The date of onset of this peritonitis episode is unknown. There was no exit site or tunnel site infection associated with the peritonitis. The patient received antibiotic (drug name unknown) in the hospital as treatment for the event of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering and remained on pd therapy the cause of the peritonitis was improper technique. The patient was re-educated and re-trained on aseptic technique. The reporter stated that the event of peritonitis was not related to pd therapy or the homechoice machine. No other pd device was considered a suspect. The reporter denied having further follow up information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.